Event description:
It was reported that the patient testing in situ performed on (B)(6) 2014, showed high impedances on many channels. Patient had a head trauma. A re-implantation is considered but a date has not been decided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned top the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.